Event description:
Dr. Attempted to use davinci vessel sealer curved during procedure, instrument recognized as defective by robotic surgical system and vendor rep was notified. Reference #: 48522 lot: u10250904 exp: 09/30/2027, item left in original box/packaging with patient label for vendor. Manufacturer response for vessel sealer, davinci vessel sealer (per site reporter).